Manufacturer narrative:
Example for when the device was not received but unsure if remains implanted evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A customer reported that an intraocular lens (iol) was defective. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The company device was returned. Solution was dried in the device and on the posterior of the device. The plunger is oriented correctly. The plunger is advanced to mid-nozzle. The plunger is engaging the trailing optic edge. The lens is located nearly at the fill-to line. The haptics are folded onto the optic. The haptics and optic are in acceptable positions for advancement. No damage is observed to the lens or to the device. The product history records were reviewed and the documentation indicated the product met release criteria. The viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the complaint of "defective lens" cannot be determined. There was no problem found. The lens appears undamaged. The lens was nearly at the fill to line. The dfu instructs the user to check the lens position at the fill-to line. The lens and haptic positions are acceptable. Sufficient viscoelastic was observed inside the device. It is unknown if the qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is:(B)(4).